Manufacturer narrative:
The referenced previous distal end replacement of the percutaneous lead was reported under medwatch MFR # 2916596-2015-02095. Approximate age of device ¿ 3 years and 5 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that on (B)(6) 2016, the patient presented to the emergency room (ER) with hematuria. Interrogation of the system controller showed multiple pump stops and low speed events recorded in the history. Following these events was a clock reset event due to no power to the system controller. The patient reported no audible alarms. The patient has a history of a previous distal end replacement of the percutaneous lead. The submitted log file analyzed by the manufacturer's technical services representative showed the low speed/pump off events occurred while the system was connected to the power module. The system controller in use during the event was replaced. The patient was monitored for approximately 24 hours on a grounded patient cable with no alarms. It was reported that a percutaneous lead repair would not be performed and the patient was discharged home. As of (B)(6) 2016, it was reported that the hematuria cleared (without any treatment) during the 2 day in-house stay and the patient was referred to a urologist. The patient has reportedly been non-compliant and has not shown up to clinic or answered any phone calls from the vad team. No additional information was provided.

Manufacturer narrative:
The reported low speed and pump stoppage events were confirmed through an evaluation of the submitted system controller log file; however a root cause for these events could not be conclusively determined. A full evaluation of the device could not be conducted as the device remains in use. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.